Manufacturer narrative:
(B)(4).

Event description:
It was reported that stored episodes of auto mode switch episodes were observed due to post-paced t-wave oversensing during a follow-up in clinic. The rv lead was recommended to be replaced. Programming changes were also recommended, and the patient was in good condition.